Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
A gmrs distal femoral 127mm stem implanted in 2016 was loose and required revision. The surgeon did not have a complaint about the prosthesis and did not feel investigation was necessary. He said that poor patient bone quality was the issue in his opinion. He replaced the femoral distal femur with another, added an extension piece and a longer 203mm stem. All other components were changed except for the tibial baseplate and tibial stem. The surgeon did not think a pi was needed. I was unable to get previous surgery date, stickers or records. I was unable to get permission to photograph the x-ray, but it showed loosening of the femoral stem, and a stress riser and thinned cortex anteriorly on the femur. The surgeon commented he would need to by pass this area with a longer stem.